Event description:
It was reported the coil stretched and broke during use. The broken segment was successfully retrieved. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.